Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the front panel was broken, the damper was missing and (the shade) was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset visera elite xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, light cannot be adjusted. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the light not adjusting occurred from a faulty shade. It is likely the faulty shade failed due to long-term use. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.